Event description:
Review of the patient's programming history on (B)(6) 2013 revealed that a system diagnotic test and generator diagnostic test were performed on (B)(6) 2010, and a final interrogation was not performed. Upon initial interrogation on the next visit on (B)(6) 2010, the device was off at unintended settings.

Manufacturer narrative:
Analysis of programming history.